Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent an endovascular treatment of an abdominal aortic aneurysm and the right internal iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The procedure was completed without any endoleaks and stenosis. On an unknown date on (B)(6) 2022, the patient visited the hospital and complained of strong pain in the right limb. A CT image revealed that the external iliac leg of the iliac branch component (ceb) which was implanted in the right external iliac artery was almost occluded and suspected a type ii endoleak or a type ib endoleak to the right internal iliac artery aneurysm. On (B)(6) 2022, an angiography revealed the occlusion of the external iliac leg of ceb. It was unknown whether there was any endoleak to the right internal iliac artery aneurysm. A femoral ¿ femoral bypass procedure was performed. The physician stated that the occlusion of the external iliac leg of ceb was due to that an iliac branch component was implanted in the narrow (outside of IFU) right common iliac artery and two internal iliac components were implanted in the right internal iliac artery (balance was not well between the external iliac artery and the internal iliac artery). He also said that the reason of f-f bypass procedure was selected is below. If the catheter procedure was selected to the treatment of the occlusion, the right internal iliac artery may be occluded due to a plaque, it possibly become difficult to treat the right internal iliac artery aneurysm which has risk of the aneurysm enlargement due to the endoleak. If a stent was implanted in the right external iliac artery, the balance between external and internal may be unstable, it may cause the right internal iliac artery occlusion. An intervention for the suspected endoleak to the right iia aneurysm was not planned and no aneurysm enlargement was confirmed.

Manufacturer narrative:
(B)(4).